Manufacturer narrative:
H.6. Investigation summary: photo evaluation: one photo was returned for investigation. From the photo, observed the barrel flange damaged. Sample evaluation: one sample was returned for investigation. Sample was not decontaminated. From the sample, observed barrel cracked. The team had reviewed the DHR records and no abnormality was observed during the production of this batch # 9084515. Root cause is not determined. Investigation was also performed on a matching individual station for the assembly. However, no part of the station will cause the crack on the syringe barrel. As such we are unable to identify the root cause of this reported nonconformance. The team will continue to monitor this nonconformance. H3 other text : see section h.10.

Event description:
It was reported that the bd luer-lok¿ syringe barrel "burst" from the end before use while pumping the medication. The following information was provided by the initial reporter, translated from chinese to english: "the head nurse of the thoracic emergency department opened the package, bursted at the end of the barrel when pumping the drug."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe barrel "burst" from the end before use while pumping the medication. The following information was provided by the initial reporter, translated from (B)(6) to english: "the head nurse of the thoracic emergency department opened the package, burst at the end of the barrel when pumping the drug."